Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign matter clogging nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no device deformation observed that could contribute to the retention of foreign material and it is unknown if the facility device reprocessing was implemented in accordance to the IFU, however, the issue was likely the result if insufficient device cleaning/reprocessing. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment. Inspection of the entire endoscope ¿9. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope¿. Inspection of objective lens surface cleaning function inspection of water supply: ¿1. Cover the air/water button hole with your finger¿. ¿2. Push the button while covering the hole. Ensure that water flows across the endoscopic image¿. Reprocessing survey info: - the device was cleaned, disinfected, and sterilized before being sent to olympus - unknown if delay in the start of pre-cleaning - air/water nozzle was flushed with water and air - no abnormalities in the accessories used for reprocessing - was wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges: yes -unknown if immerse the endoscope in the detergent solution - did the customer flush the air/water nozzle / channel with the detergent solution: yes olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to clogging of the nozzle, no air or water is fed. In addition to foreign material in the nozzle due to insufficient cleaning, the additional evaluation findings are as follows: due to a pinhole on channel tube, water tightness was lost; due to wear of angle wire, bending angle in up direction did not meet the standard value; due to wear of angle wire, the play of up/down knob was out of the standard value; bending tube is deformed; and the adhesive on the bending section cover has a crack. The following device components were found to be scratched: plastic distal end cover, connecting tube, scope connector cover, flexibility adjustment ring, forceps elevator (fe) lever, fe knob, up/down knob, right/left knob, switch 1, switch box, suction connector, universal cord, grip, control unit, and scope cover. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had air/water flow issues. There was no patient harm associated with the event. The device was returned and evaluated, and the nozzle was clogged with foreign material. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.